Event description:
It was reported, the subject device displays weird image, sometimes drops out and flickers. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not. Confirmed. In addition, new reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged. Based on the results of the investigation, because the initial reported malfunction was not reproduced, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Event description:
It was reported, the subject device displays weird image, sometimes drops out and flickers. There were no reports of patient harm.